Event description:
Gunther ivc filter found to be fractured-thin wire. Tip embedded as well. Removed with forceps and thin wire retained in ivc wall. With some difficulty, removed with forceps. FDA safety report ID # (B)(4).